Event description:
On (B)(6) 2025, the patient received the following results within 15 minutes: 100 mg/dl and 300 mg/dl. On (B)(6) 2025, the patient received the following results within 15 minutes: 85 mg/dl and 150 mg/dl. The same vial of test strips were used for the results. The patient experienced symptoms such as cold sweats and trembling but was unsure if they were due to hypoglycemia or hyperglycemia.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.